Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7075157.

Event description:
It was reported that all components ere explanted due to an unknown reason. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.